Event description:
It was reported the trial patient lost stimulation sensation on groups a and b. It was noted the patient only felt a little stimulation on group c. It was reported the issue occurred a couple hours prior to call. It was reported the percutaneous leads migrated. It was noted the leads were removed according to schedule. It was reported the trial was successful and the patient was scheduled to have the permanent system implanted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).